Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At 6:00 am the patient received a blood glucose result of 390 mg/dl. The patient changed her infusion set, and administered a correction bolus of insulin. However, her blood glucose level did not decrease. The patient experienced elevated blood glucose symptoms and went to the hospital. The patient received a blood glucose result of 490 mg/dl upon arrival at the hospital and was diagnosed with diabetic ketoacidosis. The patient was disconnected from the infusion device and was treated with saline. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged